Event description:
There was no adverse event associated with this complaint. The battery cap was returned for product analysis investigation and the evaluation revealed stripped threads and a detached spring on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The battery cap was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection of "battery cap" revealed, ¿stripped threads and a spring is detached from cap with evidence of spring stuck on positive battery terminal. The battery cap height and width are within specifications. Test confirmed there is evidence that the "yellow o-ring" visible and does not secure properly to the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.